Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) and right ventricular (rv) leads exhibited oversensing noted on stored electrograms (egm) after valve replacement. Increased thresholds were also noted on the ra lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.